Event description:
The customer reported an alarm issue while wearing the adc device using librelink. The customer experienced a loss of consciousness but there was no report of treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported no alarms or missing alarms in the freestyle librelink special edition application when using a freestyle libre 2 sensor. Attempted to replicate the user complaint using the a5x device and determined that alarms functioned normally using a known good freestyle libre 2 sensor, provided that all appropriate notification, sound, battery, and bluetooth settings were enabled in the user's mobile device. However, received "alarms unavailable" messages if any required settings were disabled. The "alarms unavailable" icon is not displayed if the user has a freestyle libre sensor, or if the freestyle libre 2 sensor was not started by the user's mobile device. Based on the case information, there was no indication that the app was not functioning as intended. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an alarm issue while wearing the adc device using librelink. The customer experienced a loss of consciousness but there was no report of treatment. There was no report of death or permanent injury associated with this event.